Event description:
It was reported that after an unspecified procedure, arteriotomy closure of the common femoral artery was attempted using two perclose proglide devices. Reportedly, during deployment, "the device did not work." The device was removed over a guide wire and a second proglide device was attempted, but "the device did not work" also. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the other perclose proglide device, referenced is being filed under a separate medwatch manufacturer report number. The device was returned for evaluation. The reported device not working was confirmed as evidenced by the posterior cuff remaining in the posterior foot pocket after needle deployment, which would prevent the suture from being harvested from the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.